Event description:
It was reported that the patient presented in the operating room for a generator change out due to elective replacement indicator. During the procedure it was noted that the right atrial lead exhibited insulation breach. The lead was tested and demonstrated adequate and stable threshold, sensing and impedance. The lead was repaired using medical adhesives. There were no adverse consequences to the patient.